Event description:
It was reported that the fluid warming device was overheating. No other information was provided.

Manufacturer narrative:
Additional info received via email on 4-may-2022. Event date updated. No patient involvement was reported. Overheats, within a few minutes from turning on it went into alarm.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual inspection was performed. Visual inspection found that the device rapidly rose to over temp. The root cause of the reported issue was found to be a faulty main pcb. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. D5 is unknown.